Manufacturer narrative:
Corrected data: for corrected data, please refer to PMA/510(k).

Manufacturer narrative:
A field service engineer (fse) evaluated the reported event at the customer's site. The fse was not able to confirm or replicate the reported event. The fse suspected that after the customer installed a new column, the g8 analyzer was not properly primed, which caused the calibration to fail.

Event description:
This report summarizes 1 malfunction event on the g8 analyzer. The review of this event indicated that the g8 analyzer experienced a calibration failure, which caused delayed reporting of hemoglobin a1c (hba1c) patient results. This report was received from one (1) source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.